Manufacturer narrative:
Six unopened samples were returned for investigation. The sets were examined for defects and abnormalities. All six returned samples had a tubing kink in the package before or after the manifold. No other defects or abnormalities were observed. The sets were primed with water. The kinks did not obstruct the flow. The customer complaint was verified. From the manufacturer's investigation, the potential root cause of kink between tubing and female luer could be related to an incorrect solvent application or incorrect arrangement into pouch by the assembler.

Event description:
It was reported that bd maxguard extension set with needleless y-site(s), stopcock(s) and manifold was kinked. The following information was received by the initial reporter with the following verbatim verbatim: I were looking at the samples we noticed that there was quite a bend in the tubing on the one end. We opened the package to see if we could work the bend/kink out of it but the memory of the plastic retained the bend in the tubing. When there is fluid running through the tubing are there any concerns with this bend?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.